Event description:
The cordis clinical study registry reported hypoperfusion during post dilatation of a cypher stent with a boston scientific maverick balloon. According to the info received, the main indication for the procedure was inferior wall, q-wave acute myocardial infarction with cardiogenic shock and cardiac arrest more than 72 hrs and resting eeg changes. Two cypher stents were implanted. Cypher 3.0x33mm was implanted at 14 atms in the left anterior descending coronary artery (lad) described as 3.0x23mm long, de novo, irregular, heavily calcified with a type c classification and 90% stenosis. The vessel was pre dilated with an unk 2.5 20mm balloon at 14 atms, and it was post dilated with an unk 3.5x15mm balloon at 16 atms. Timi flow was two before and after the procedure. No procedural complications were reported. Another 3.5x18mm cypher stent was implanted at 16 atms in the proximal circumflex (cfx) described as 4.0x13mm long, de novo, irregular, concentric with a thrombus present, a type b1 classification with 80% stenosis. Predilatation was not conducted. However, during post dilatation with a 4.0x12mm boston scientific maverick balloon at 16 atms, the investigator reported slow flow and st segment elevation, the pt became hypotensive and the pt also reported pain. This event was treated with nitroglycerin and adenosine, reopro was started and an intra aortic balloon pump was inserted and discontinued after 5 minutes when the hypotension was resolved. The event resolved without sequel and the pt was discharged home 3 days later on aspirin clopidogrel, statins, ace inhibitors and bet-blockers.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. Additional info will be submitted within 30 days upon receipt.